Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 03/12/2016 to 09/08/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue could not be verified. The customer stated that the storage and procedural IFU was followed. The product was discarded by the customer, hence, the issue cannot be confirmed. The issue will continue to be tracked and trended.

Manufacturer narrative:
DHR review: per the supplier, all process specifications were met before release of the product. Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 02016. Expiration date: 11/20/2017.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was not released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.